Event description:
It was reported that one day post implant of this patient's implantable cardioverter defibrillator (ICD) and associated leads, increased thresholds measurements were observed with this atrial lead. Chest x-ray identified a potential change in curvature of the lead body and a possible change in location of the lead tip. A boston scientific technical services consultant communicated troubleshooting steps to the health care provider and stated that a revision procedure should be performed to ensure lead performance. It was reported that no further procedures have occurred. Device interrogation and lead tests were performed. The atrial threshold measurements have been slowly decreasing and no adverse patient affects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.